Manufacturer narrative:
(B) (4): the pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that on (B) (6) 2010 the pt "lost therapy" and spasticity returned. A kink was found in the catheter behind the pump and a revision was done. On (B) (6) 2010, the pt was getting "intermittent therapy". The catheter was easily aspirated and a dye study was done with good myelogram results. A rotor study was done and was negative. Exploration was done. The catheter was secure to the pump and could be aspirated. A bolus of the pump was done on the back table with drug return. It was noted that the expected reservoir volume was 25.7ml and the actual reservoir volume was 15.6ml. The pump and catheter were replaced. The pump was used to deliver lioresal. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.